Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Several attempts were made to interrogate the device before the device connected via radiofrequency (rf) telemetry. Review of device memory indicated that no rf session time had been recorded on the date of attempted interrogation. Further testing, which monitored the rf wakeup period while the device was exposed to different temperatures, was conducted. This testing confirmed an issue with the oscillating crystal component within the rf circuit. This issue causes short rf wakeup pulses leading to loss of rf telemetry as was observed clinically.

Event description:
Additional information noted that this occurred prior to the implant, the device was never attempted to be implanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a software programmer update and follow up it was not possible to establish telemetry or interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). The device was not implanted and will be returned. No adverse patient effects were reported.